Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) was confirmed. Upon investigation, electrode belt was unable to communicate with a test monitor. The electrode belt trunk cable connector was cracked and esd700 (esd protection diode array) was shorted on the distribution node pca board, which caused the reported service code. The root cause for the cracked connector was likely physical abuse. The root cause for the shorted esd700 component could not be positively identified. No adverse event resulted from the damaged connector and shorted esd700 component. The pt was issued a replacement electrode belt.

Event description:
A (B)(6) male pt called zoll customer support to report that he was receiving a service code 240. The pt was issued a replacement electrode belt.